Event description:
Philips rec'd info from the customer that the indices on the civco table top supplied with the truflight select pet/CT system do not identically match the liniac system and is not fully compatible with elekta radiation therapy planning system. There was no pt image misinterpretation or mistreatment.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).